Event description:
Information received from the field does not address the patient's clinical status but notes dashes (---) for several parameters and a high current drain. Reprogramming, emergency vvi, return to standard and a download were not successful. Therefore, the device was replaced.